Manufacturer narrative:
The lot was manufactured october 7, 2017 ¿ october 9, 2017. The device was received for evaluation. A visual inspection was performed and found a ruptured bladder. The bladder was microscopically examined for signs of abnormality that may have caused the rupture problem. No signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This was identified during infusion. The patient carried the device in an unspecified pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.